Event description:
It is reported that the drill bit broke off in the patient.

Manufacturer narrative:
Evaluation summary: the drill bit was alleged to have broken in the pt, the broken drill bit most likely occurred due to excessive bending moment, torque, or a poor quality pilot hole. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.